Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon review of session records., non-sustained lead noise episodes due to myopotential oversensing was observed. Programming changes were made.